Event description:
It was reported that the patient attempted to send carelink transmission and transmission failed due to power on reset. The caller noticed the serial numbers on the device was all zeros. The caller was able to program the correct serial number in the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.